Event description:
The customer reported that the device did not seal the tissue even though and tones and activation tones were heard. The surgeon did not observe any signs of activation, such as steam, during the attempt of sealing. There was no blood loss or pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.